Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email), h6 (medical device problem code, type of investigation).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields: a1 (patient ID should be kept blank. However, it was inadvertently submitted in initial emdr), a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse stated, customer reported balloon pumps accessory port was damaged. Upon inspection units accessory ports showed no signs of damage or contamination. Unit was able to complete an autofill. Unit was set to ran for 1 hour successfully. Unit functioned with ECG simulator and was able to augmentate with multiple triggers set. Fiber optic function and are within manufacture specification. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported in cardiosave intra-aortic balloon pump (iabp) accessories won't go into the port during an inspection performed by customer. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reported name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in cardiosave intra aortic balloon pump (iabp), the accessories won't go into the port, there was no patient involved.